Manufacturer narrative:
Correction: report source: (health professional should not have been checked in the initial report),

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic for a generator exchange procedure, the right atrial lead was observed to have not been sensing well and having low pacing impedance. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.